Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00007: plate. 3025141-2019-00018: screw 2. 3025141-2019-00019: screw 3. 3025141-2019-00020: screw 4. 3025141-2019-00021: screw 5.

Event description:
A surgeon implanted a intrapelvic plate in a patient. At 2 months post op, an x-ray determined that the plate had broken. The broken plate and the screws were removed in a revision surgery.